Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported for right side "simple cyst", "hypoechoic, homogenous, regular contoured nodule, with parallel orientation to the skin of the right breast and may correspond to a solid nodule or cyst with a thick content", "rupture". The device remains implanted.